Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g4, g6, h1, h2, h3, h6, and h10 . Complaint conclusion: during preparation of an 8mm x 24mm 135cm palmaz genesis on opta pro stent-delivery system (sds), the front end of the stent appeared to be ¿peeling¿. As a result, the device was never used inside of the patient and another same sized 8mm x 24mm 135cm palmaz genesis sds from the same lot of devices was used instead. There was no reported injury to the patient. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components. The stent was properly mounted onto the delivery system and there was no manipulation of the stent during preparation of the device. The product was returned for analysis. A non-sterile unit of product sds genesis .035 8.0x24 135cm sds was received coiled inside of a clear plastic bag. The balloon did not appear to have been inflated. The stent was received with the struts of the distal section uplifted. No other damages or anomalies were observed during visual analysis. Per microscopic analysis the distal edge presents a strut uplift condition. Also, a deformation was noticed on the distal area of the stent. A product history record (phr) review of lot 82212998 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent out of shape - strut uplift/during prep¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, handling factors may have contributed to the event as evidenced by the deformation noted on the distal area of the stent during analysis. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Re-crossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. Neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during preparation of an 8mm x 24mm 135cm palmaz genesis on opta pro stent-delivery system (sds), the front end of the stent appeared to be ¿peeling¿. As a result, the device was never used inside of the patient and another same sized 8mm x 24mm 135cm palmaz genesis sds from the same lot of devices was used instead. There was no reported injury to the patient. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components. The stent was properly mounted onto the delivery system and there was no manipulation of the stent during preparation of the device. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d8, d9, g3, g4, g6, h1, h2, h3, and h10. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.